Event description:
The customer stated that she was hospitalized due to hyperglycemia. It was reported that the blood glucose meter read "hi" at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that she was very ill and under a lot of stress prior to the event. While checking the history files, it was found that the insulin pump had alarmed no deliver. The customer was advised to monitor the insulin pump and her blood glucose levels, and to speak with her doctor about possible site and health issues that may have contributed to the high blood glucose levels.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.